Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5773n. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the sleeve gastric surgery, could not fire with long60a and ecr60d, the changed another ecr60d, could not open the jaw after fired. Opened the jaw manually with big force. Then changed with another new long60a and ecr60d, after fired, noted the staples malformed. Suture was used to sew the wound. There were no adverse consequences to the patient. No additional information could be provided.